Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. It cannot be confirmed whether the pt experienced an allergic reaction to the implants. The implants were in vivo for approximately 9 months at the time of revision. The reported root cause of the revision is a possible nickel allergy but this cannot be confirmed with the information provided. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The device is used for treatment. A definitive root cause for the patient¿s pain cannot be determined with the information provided. The information provided does not affect the inputs or conclusion of the previous investigation.

Manufacturer narrative:
To date, product and photos were not received with the complaint for an investigation; therefore, the condition of the product remains unknown and the evaluation is not possible. Compatibility of components remains undetermined since product part and lot numbers are still unknown. A product history search identified no other complaints for the product part and lot combination of the femoral component. Operative notes from the revision surgery state that the patient was revised due to femoral loosening. Thick fibrotic tissue was noted and a meticulous subtotal synovectomy was carried out. The femoral component was noted to have no stability to it and was removed without difficulty. The operative notes also state the nickel-free testing was not conclusive. Per the nexgen cr, ps, cra, lps, and lcck package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause remains undetermined.

Event description:
It is reported that the pt was revised due to a possible allergy.